Manufacturer narrative:
The t:slim g4 user guide states that "if you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs, accompanied by an audible alarm. This alarm notifies you that your pump has stopped delivering insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 393 mg/dl in the morning. The customer stated that the bg spiked after eating donuts for breakfast. The customer delivered a bolus via the pump to address the bg level. That morning, the customer received an unidentified pump alarm. The pump history and t:connect data were reviewed and it appeared that the customer received an auto-off alert prior to the unidentified alarm and no alarm/alerts were found in the data during the timeframe of the unidentified alarm. The customer's blood glucose level was not impacted. The customer reported that the pump was operating as expected and insulin was being delivered without any further issues.